Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the rep reported the lead was revised on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported the patient suddenly lost urinary efficacy since (B)(6) 2015. The patient reportedly fell 3 times in (B)(6) and after the third fall, the patient started to feel the shocking sensation when bending over; the shocking went down the patient's spine. Increasing stimulation from 0.4 volts (v) to 1 v was "high" for the patient so it was not suggested for the patient to increase settings for loss of efficacy. It was noted that an x-ray was ordered and the patient had a urinary tract infection. The impedance check on the day of the report showed contact pairs 0<(>&<)>1, 0<(>&<)>2, 0<(>&<)>3, and 1<(>&<)>3 were greater than 4000 ohms. The rep tried to reprogram but one program caused stimulation to go down the patient's leg and the patient arched their foot; another program caused the patient to feel stimulation in the outer hip. The patient was not getting appropriate sensory response. Additional information has been requested regarding actions and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.